Manufacturer narrative:
Meter (B)(6) has been returned and is currently undergoing investigation process. A follow up report will be submitted once all investigation activities are complete. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A battery/power issue was reported with the abbott diabetes care (adc) device. A low battery icon was reported with the meter and the customer was unable to obtain readings. As a result, the customer experienced perspiration, seizure, and a loss of consciousness and had contact with a healthcare professional (hcp). The customer was given an unspecified treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Meter (B)(6)has been returned and investigated with a known-good retained battery.. Visual inspection has been performed on the returned meter and no issues were observed. Meter powered on with button depression. Power consumption test was performed and all results were within specification. Fast draining battery was not observed. Therefore, issue is not confirmed. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the freestyle freedom lite meter were reviewed and the dhrs showed the freestyle freedom lite meter passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A battery/power issue was reported with the abbott diabetes care (adc) device. A low battery icon was reported with the meter and the customer was unable to obtain readings. As a result, the customer experienced perspiration, seizure, and a loss of consciousness and had contact with a healthcare professional (hcp). The customer was given an unspecified treatment. There was no report of death or permanent impairment associated with this event.